Event description:
It was reported to boston scientific corp that a combo cath wire-guided cytology brush was used during a biopsy procedure performed on (B) (6) 2009. According to the complainant, after using the brush and retracting it into the sheath, the site identified a tear in the sheath. The procedure was completed with the same combo cath wire-guided cytology brush. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).